Manufacturer narrative:
(B) (4). (B) (4). (B) (4).

Event description:
Procedure type: hysterectomy. According to the reporter: at the beginning of the operation, the device was difficult to load. During suturing the 2 devices ((B) (4)) lost the needle inside the pt but the needle was retrieved from the abdomen. Operation time was not extended.